Event description:
Caller reported that after a blood glucose result of 51 mg/dl on a professional system, he thought a result on his aviva system was "120 higher", but also thought the aviva result may have been 62 mg/dl. He reported that, to the best of his knowledge, all results were within 10 minutes. The customer was treated based upon the 51 mg/dl, hospitalized for condition other than diabetes. A request was made for the return of the meter and strips.